Event description:
A report was received that the patient's entire precision system was explanted due to an infection at the pocket site. The symptoms were redness and swelling. The patient was given oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.